Manufacturer narrative:
This product was not received for eval.

Event description:
The product was used during a laparoscopic vein ligation procedure. Reportedly, the instrument jammed. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.